Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9e00v and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that as the gun was fired the jaws opened up, when they clamped down the 2 attempt and fired the articulation knob ejected from the gun. It ended up coming off completely and separating from the handle itself and into 2 parts. Procedure completed successfully with another device. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2024. D4: batch # 951c97. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned damaged, with no reload present, and the jaws in closed position. The knife was noted as partially advanced. In addition, the spring nozzle were received inside of a plastic bag during the visual inspection the rod firing was noted come off of the driver bar. In addition, the frame is partially opened, split and damage on the bottom side, yonke closure damaged. No functional testing could be performed due to the returned condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the device and breaking internal components. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 951c97, and no non-conformances were identified.